Manufacturer narrative:
Physio-control further evaluated the device and observed that the charge-pak power switch flex cable assembly caused excess off current. Physio-control then evaluated the charge-pak power switch flex cable assembly and determined that the cause of the reported issue was due to a tin whisker that had shorted from land 7 to land 8, which caused excessive off current which then caused the internal hybrid layer capacitor batteries to deplete. A replacement device was provided to the customer under warranty.

Event description:
The customer contacted physio-control to report that their device showed the service wrench icon in the readiness display. Upon device evaluation, physio-control observed that all three icons (charge-pak, attention and service wrench) were showing in the readiness display. It was also observed that the device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.